Manufacturer narrative:
Philips service replaced the table base connection board and sib box. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to expose x-ray due to a faulty table base connection board and sib box on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.